Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in an open box from the lot number provided in the report. The label matches the product returned. A video was also provided. In the video provided, 2 bands can be seen on the barrel - 1 amber band and 1 black band. As the trigger cord is being pulled, it is the black band that moves, not the amber band. This indicates that the beads for the amber band are not in position to deploy the amber band. The video does confirm difficulty in effectively deploying the bands. Our laboratory evaluation of the returned product also confirmed difficulty deploying the bands. The trigger cord attached to the barrel with 2 bands (1 amber band and 1 black band) remaining on it, the two-way handle, and the loading catheter were included in the return. The irrigation adapter was not received with the return. An initial visual examination of the barrel confirmed that the beads for band six were the only beads still in place behind the bands. The beads for band 5 (the amber band) were no longer in place behind band 5. During our laboratory analysis, the multi-band ligator device was attached to an endoscope that was placed in a simulated gastrointestinal position with vacuum attached. The endoscope has an accessory channel that is 2.8 mm in diameter (olympus 2.8 gif q20 endoscope). The multi-band ligator barrel was attached onto the end of the endoscope. Simulated varices were placed at the end of the barrel and vacuum pulled and the bands were fired. It was observed that both of the bands deployed from the barrel and constricted at the same time. Further visual examination of the device was performed. The trigger cord was examined and all twelve (12) deployment beads were present. The beads were verified for correct location. The beads were examined using magnification and found to be correctly filled and had no evidence of excess flash. The length of the trigger cord was measured at 142.7 cm between the knots which is within the tolerance. The trigger cord was intact and not broken. An evaluation of the handle wheel movement was performed and the wheel functioned as intended. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. In the description of event, it is indicated that after initially using the device with a fuji eg-601wr endoscope, the device was then used with an olympus gif-hq290 endoscope. The mbl-6-f is designed to work with fujinon endoscopes only. Band deployment difficulty can occur if the endoscope accessory channel is compromised. In these cases, the endoscope accessory channel collapses, restricting the trigger cord and preventing proper band deployment. The instructions for use contain the following statement: "use of an endoscope in a sound state of repair is a prerequisite for a successful multi-band ligation procedure." A precaution in the instructions for use state: "it is vital that the integrity of the working channel is intact as grooves or other obstructions in the working channel can potentially cause the string to catch, resulting in band deployment difficulty." It is possible that this could lead to band deployment difficulty and damage to the trigger cord as well. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional information regarding in-service: based on the information provided that [an olympus gif-hq290 endoscope was used with the mbl-6-f, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Manufacturer narrative:
Initial reporter section: occupation - unknown. Correction- the summary report designation is incorrect, the report is not a summary report. Investigation evaluation: a product evaluation was performed only by the video provided with this report because the product said to be involved was not provided to cook for evaluation. A photo/video of the lot number was not provided. In the video provided, two (2) bands can be seen on the barrel - one (1) amber band and 1 black band. As the trigger cord is being pulled, it is the black band that moves, not the amber band. This indicates that the beads for the amber band are not in position to deploy the amber band. The video confirms difficulty in effectively deploying the bands. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. Based on the review of the video we could confirm the beads on the trigger cord are not in the correct position to deploy the amber band. However, a definitive cause for the reported observation could not be determined. The user indicated that after initially using the device with a fuji eg-601wr endoscope, the device was then used with an olympus gif-hq290 endoscope. The mbl-6-f is designed to work with fujinon endoscopes only. Band deployment difficulty can occur if the endoscope accessory channel is compromised. In these cases, the endoscope accessory channel collapses, restricting the trigger cord and preventing proper band deployment. The instructions for use contain the following statement: "use of an endoscope in a sound state of repair is a prerequisite for a successful multi-band ligation procedure." A precaution in the instructions for use state: "it is vital that the integrity of the working channel is intact as grooves or other obstructions in the working channel can potentially cause the string to catch, resulting in band deployment difficulty." It is possible that this could lead to band deployment difficulty and damage to the trigger cord as well. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional information regarding in-service: based on the information provided that [an olympus gif-hq290 endoscope was used with the mbl-6-f, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Manufacturer narrative:
Initial reporter section: occupation - unknown investigation evaluation: a product evaluation was performed only by the video provided with this report because the product said to be involved was not provided to cook for evaluation. A photo/video of the lot number was not provided. In the video provided, two (2) bands can be seen on the barrel - one (1) amber band and 1 black band. As the trigger cord is being pulled, it is the black band that moves, not the amber band. This indicates that the beads for the amber band are not in position to deploy the amber band. The video confirms difficulty in effectively deploying the bands. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. Based on the review of the video we could confirm the beads on the trigger cord are not in the correct position to deploy the amber band. However, a definitive cause for the reported observation could not be determined. The user indicated that after initially using the device with a fuji eg-601wr endoscope, the device was then used with an olympus gif-hq290 endoscope. The mbl-6-f is designed to work with fujinon endoscopes only. Band deployment difficulty can occur if the endoscope accessory channel is compromised. In these cases, the endoscope accessory channel collapses, restricting the trigger cord and preventing proper band deployment. The instructions for use contain the following statement: "use of an endoscope in a sound state of repair is a prerequisite for a successful multi-band ligation procedure." A precaution in the instructions for use state: "it is vital that the integrity of the working channel is intact as grooves or other obstructions in the working channel can potentially cause the string to catch, resulting in band deployment difficulty." It is possible that this could lead to band deployment difficulty and damage to the trigger cord as well. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an internal hemorrhoidal ligation procedure, the physician used a cook 6 shooter saeed multi-band ligator. The physician deployed the first two (2) bands through the endoscope successfully, but the third band could not be released. The physician tried to changed to another endoscope, but was unsuccessful. Other than the deployed bands, a section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.